Manufacturer narrative:
Pump received with no(act) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 470 mg/dl at the time of the incident. The customer stated that she has not treated her high blood glucose yet but she does have syringes. They were unable to troubleshoot their high blood glucose due to the button error alarm. The customer was advised to observe time clock for one minute to verify if time advances, found the time advanced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.